Event description:
It was reported that during a shoulder surgical procedure that the bur broke. It was also reported that there were no adverse consequences to the pt. It was further reported the surgery was completed using another bur. It was reported by the account that an additional 6 burs were broken from the same lot number.

Manufacturer narrative:
The bur subject to this MDR was discarded. Mfg records were reviewed, no issues were identified which contribute to this event. The root cause is undetermined. Info on these events has not been made available to date. If further info becomes available, a f/u MDR will be submitted.